Event description:
Stapler would not fire during a case. Manufacturer response for stapler, ethicon (per site reporter). They will reimburse us for the product and initiate a quality study/investigation.